Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the stopper of an unspecified number of tubes crept out during transportation resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos provided batch information but showed no evidence of stopper creepout. A total of 29 retained samples were sent for appropriate functional tests related to stopper function defects. The testing revealed that five out of the 29 samples resulted in stopper creepout/stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the stopper of an unspecified number of tubes crept out during transportation resulting in sample leakage. No adverse impact was reported regarding the patient or user.